Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, when a fast fix was opened, the thread was found to be broken. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned in the channel, ready to deploy, there was a small tail of suture visible from below the white depth guide. An assessment of material characteristics was performed on the returned device and found that based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include damage caused by sharp instruments. No containment or corrective actions are recommended at this time.